Manufacturer narrative:
This report is submitted on may 08, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a breakdown of the skin flap and was administered oral antibiotics on (B)(6) 2017 (duration not reported). Subsequently, the patient experienced extrusion of the device with cellulitis infection and abscess resulting in the decision to explant the device. On (B)(6) 2017, the receiver stimulator was explanted and the electrode array was left in situ to preserve the cochlea.